Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device has pixilation on the screen. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with pixilation on the screen was confirmed but not reproduced during evaluation. The cause of the reported condition was determined to be pixels missing on the main display. The main display assembly was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. Similar reports have been received for the reported problem. If additional information becomes available or the device is received, a follow up report will be submitted.